Event description:
Patient reported left side rupture, broke, ¿sharp pain¿, much¿ too uncomfortable¿, and ¿can not apply pressure," big lump, and folded. Patient also reported ¿unspecified lung cancer survivor," not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.